Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 407645 lead, implanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary #(B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that visual summary analysis of the lead indicated apparent explant damage. Electrical resistance and cross continuity test results were within specification.

Event description:
It was reported that the left ventricular (lv) lead had high thresholds due to lead migration. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.